Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: b01, c19, d14 software media has been returned to the manufacturer, however, analysis has not been completed. Evaluation codes that apply: b21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that prior to the procedure, registration of the patient for optical navigation was completed with an accuracy of 2.3 mm. Anatomical landmarks were verified by the surgeon after registration. The non-sterile frame was then removed from the vertex arm in preparation for sterile surgery. The patient was then draped and a puncture was made to allow for the sterile frame to be attached to the vertical arm in a sterile manner. A manufacturing representative (rep) believed that during this puncture of the drape, the vertex arm was pushed down. When sterile navigation was about to begin and one marks were rechecked, the accuracy of the planer probe was off. A secondary frame was then sterilized and replaced the original sterile frame but did not resolve the issue. The rest of the procedure was done without stealth navigation. On october 9th 2021, the system was checked by a rep using a demo head to check for any inaccuracies. The rep was unable to recreate the issue that took place prior. It was concluded that the arm was believed to have been pushed down during draping which affected the accuracy of the navigated instruments. The navigation issue did not cause a delay with the procedure.

Manufacturer narrative:
H3, h6: the logs were returned for software analysis. The software analysis determined that there was insufficient information to determine the root cause that contributed to the inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a navigational accuracy issue. There was no impact to the patient.